Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the elastic bag designed to manually assist breathing had multiple holes formed at the folded seams of the product. There was no patient harm reported.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h3,h6 and h10. The device history record of the p/n ssl-20 was reviewed in order to detect any issues related to the defect reported by the customer during its manufacturing. The complete lot was manufactured, inspected, and released per our internal procedures, and no issues were found. The customer sent one ssl-20 for the investigation. The sample was visually inspected according to pqas sel-20 etal and it was observed that the bag part number 71-10005 had a hole. Therefore, the defect reported by the customer was confirmed. However, our process and areas related to this complaint were reviewed but no issues were found. The root cause was undetermined. Although the root cause was undetermined, we notified our supplier about the issue with the green bags. Part number 71-10005, whose corrective and preventive actions will be provided under scar mx-2021-047.